Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5.5 months after the dental implant was placed in ada site 12 in the mouth, it had not achieved integration in type iii bone. Clinician reports pain, mobility, inflammation and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Follow-up created to correct the name of the dental implant.

Event description:
The clinician reported that 5.5 months after the dental implant was placed in ada site 12 in the mouth, it had not achieved integration in type iii bone. Clinician reports pain, mobility, inflammation and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5.5 months after the dental implant was placed in ada site 12 in the mouth, it had not achieved integration in type iii bone. Clinician reports pain, mobility, inflammation and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).